Manufacturer narrative:
Follow-up # 1 (08/15/2013)-product evaluation: the analysis of the subject meter was completed on 08/08/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan canada, alleging inaccurate results compared to the same meter with readings that were "1 to 2.5 mmol/l" different. The reporter did not provide the specific readings. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.